Manufacturer narrative:
This report is submitted on february 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent a MRI scan (tesla and date not reported). During the scan, the patient experienced pain and blood due to a possible extrusion of the internal magnet.